Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories, the air/water nozzle was flushed with air and water, the nozzle was wiped with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. During evaluation, the reported issue was confirmed: no air or water could be fed due to foreign material blocking the nozzle. During functional testing, the following additional issues were found: the bending angle for the up direction did not meet with specifications. Functional testing also showed the device did not relay an image to the monitor due to dirt on the objective lens. In addition, the image had a partially dark area due to a scratch on the objective lens. Finally, the up/down knob had excess play due to a worn angle wire. Visual examination found the following issues: the light guide lens was discolored; the universal cord was wrinkled; the scope cylinder was sheared; the paint on the air/water cylinder was peeling; the control unit was discolored; the electrical connector showed discoloration due to water leakage; the adhesive on the bending section cover was cracked and chipped; and the bending tube was deformed. The following components had scratches: connecting tube; connector cover; objective lens; light guide cover glass; scope connector cover unit; scope connector; universal cord protector; universal cord; image guide protector; hand grip; scope cover; switch button 1; lock engagement lever; lock engagement knob; both directional knobs; control unit; and switch box. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device instructions were reviewed. Review showed relevant instruction in the operation manual: "chapter 3 preparation and inspection" describes the methods for detection. Review showed relevant instruction in the reprocessing manual: "chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. The source of the foreign material in the scope could not be specified and there were no reported reprocessing deviations from the device instructions. A definitive root cause of the foreign material on the scope could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had air/water flow issues during inspection prior to a therapeutic procedure. The scheduled procedure was completed with a similar device with no effect to procedure. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.